Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the provisional confirms that the device is chipped and exhibits signs of usage. Device history record was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for approximately twelve years and five months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No devices were received; therefore, the condition of the components is unknown. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the poly was discovered cracked in spd after surgery. There is no additional information at this time.